Event description:
It was reported by service report that the cot drops with weight. After investigation no failure could be duplicated by the service technician. No pt involvement or adverse consequences reported.

Manufacturer narrative:
After investigation no failure could be duplicated and the unit was found to be operating to specification by the service technician.